Event description:
Information was received indicating that when the set was connected to the pump and the patient was just about to administer, the pump indicated downstream occlusion. Per reporter the patient adjusted the line to check for kinks, but it kept alarming. It was reported that there were no clamps on the tubing and it was not connected to the patient. Per reporter patient subsequently connected a new line and the pump indicated that it was ready to prime. No adverse patient effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. The samples returned consists of five (5) units and the returned samples were received in inside plastic bag which is not its original packaging. Visual inspection: the complainant returned units were visually inspected at a distance of 12in to 16in under normal conditions of illumination. Results: occlusions were identified between tube assembly to filter bonding; thus, failure mode was confirmed. Based on the tests results, the root cause concluded that the failure could be reproduce in two ways: 1. When the excess of solvent is not cleaned before assembling the tube with the component. 2. When the tube is introduced two times in the solvent dispenser (procedure is not followed). Action taken: an awareness notification was issued to the personnel by the quality engineer to notify the production personnel about the failure mode reported.

Event description:
Additional information received via email: customer confirmed an extension set is the product being reported.